Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following results:a review of the black box showed no unexplainable reboots. The pump was not able to maintain an electrical connection with the returned battery cap; the cap had damaged threads and the battery compartment was cracked. Evidence of moisture contamination was found in the battery compartment. The pump was able to power on with a test cap. The pump was exercised for 24 hours with no power loss or alarms. The pump cover was opened and evidence of moisture contamination was found in the pump. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.